Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. There was no allegation of an adverse event with this complaint. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a casing issue.

Manufacturer narrative:
Follow-up # 1 date of submission 6/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 5/18/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked. Unrelated to the initial complaint, it was observed that the pump case was cracked near the display lens.